Event description:
The meter had been used only one day to conduct 3 tests and showed missing segments. The mother's results of 97 and 120 mg/dl appeared to be 9 and 12 mg/dl due to the missing segments. The reporter said that the pt took food and sugar after testing with the meter to avoid hypoglycemia then stopped using the meter as the reporter was confused by the meter readings. The lifescan customer service rep confirmed that the meter had missing segments in the display. The meter was replaced.